Event description:
A customer reported experiencing a minimum fill notification issue with their insulin pump. There was no adverse impact on the customer's blood glucose level, remaining below 500 mg/dl. The customer initially attempted to load a new cartridge, but the issue was not resolved until tandem technical support guided them to fill and load a second cartridge. Subsequently, the caller successfully resumed insulin delivery after assistance with placing the pump back into its case.